Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that six months after the dental implant was installed in patient's intraoral region #6 it was verified its non-osseointegration. A 15 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type IV and bone graft was performed.